Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d8, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was with the cable of the device, exchanged by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the gastrointestinal videoscope image was permanently blurred without an error message. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of blurry image. Additional details have been requested regarding the reported issue. At this time, no additional information has been received.